Manufacturer narrative:
No damages were observed that could be confirmed as the root cause of the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of the observed cannula damage could not be determined. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the cannula was bent and being unsure if it was properly seated in the infusion site (abdomen). Additionally, the patient reported that pod site being red and irritated. The patient also reported that the pod had pricked her finger, and she was bleeding a bit. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.